Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's tandem pump cgm display device was showing 225 mg/dl and the bg was not checked. The patient went for a 30 minute drive. While driving, the patient experienced disorientation and caused a motor vehicle accident. When emergency medical services (ems) arrived the bg was 26 mg/dl and the cgm at that time was not remembered. The patient was treated by ems by unremembered means and recovered shortly after treatment. The patient was transported to the emergency department (ed) and discharged after several hours. Of note, the patient uses a tandem pump in aid. At the time of the follow up call, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.